Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevaed troponin I results was crimped r1 tubing. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 2.40 ng/ml was obtained on a pt sample. The results were reported to the physician. The test was repeated on a sequential sample and a result of 0.00 ng/ml was obtained. The original sample was retested and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was crimped r1 tubing.